Manufacturer narrative:
Additional manufacuring narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. (B)(6). Product not returned.

Event description:
The customer reported the rad-97 "goes off during use." No patient impact or consequences were reported.

Event description:
The customer reported the rad-97 "goes off during use." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., other, other text: e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: +(B)(6).